Manufacturer narrative:
Device evaluation summary: device evaluations of monitor, battery pack, battery pack, and battery charger have been completed. The reported problem was confirmed. The cause of the monitor not starting up was due to pin 1 being bent inside both battery pack connectors. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned monitor connector. Both connectors were repaired. The battery packs were retested and then restocked. Monitor was found to operate normally. As a precaution the lifecor service department replaced the battery connector. The monitor was retested and restocked. Battery charger was found to be functionally normal. It was restocked. The damaged connectors on the battery packs were replaced. No adverse events resulted from the damaged battery packs. The pt received a replacement monitor, battery charger, and battery packs.

Event description:
The wife of a male patient contacted lifecor customer support to report, that the device would not start up. Patient got up, "heard an odd noise - not a bonging or siren alarm, felt a slight vibration, looked down to see the red lights flashing." When he pressed the response buttons, the red lights did not go out. He changed the battery and the monitor would not start up. After they disconnected the electrode belt, the monitor displayed "time to transmit data", so they did a download. After the battery pack was recycled the monitor started normally. The download revealed multiple "discharge profile faults". A lifecor patient service representative (psr) went to visit the patient in 2007. He replaced the monitor, both battery packs, and the battery charger as a precaution.